Event description:
A talent aaa stent graft system were implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the aneurysm measures 7.47cm x 8.0cm. It was reported that during follow up a small amount of dye in the sac was noted coming from the proximal edge of the graft. The current diameter at the level of the renal arteries is 29.7mm. The edge of the main body is about 3-4mm from the renal arteries. The physician noted that during in early follow up the aneurysm measured 7.2cmx7.4cm. An angio performed did not reveal any leaks. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).